Event description:
A non-healthcare professional reported irregular flap and the presence of anterior chamber bubbles in the right eye of a patient during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was only performed during start-up and not as recommended every two hours. Logfile shows twelve successfully performed treatments. The reported treatment could be identified in the logfile. The patient interface was docked on the right eye several times, as the vacuum process was aborted three times from user by pressing the foot pedal; two times after reaching valid values for suction one and suction two and once during achieving of suction two. As result, the total vacuum time was one hundred and six seconds. The treatment could then be continued and successfully completed after the fourth suction attempt. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause was identified as the product was found to be within specifications. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).